Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override. A technical support specialist remoted into the server and logged into patient encounter system (pes), where the device was observed in critical override (co) status, accessed sql server management studio (ssms) and executed the server downtime query, which indicated a server delay exceeding 600 minutes, reviewed services and identified that pyxis external inbound processor and pyxis external communication services were stopped; restarted both services along with service. Following the restart, messages began processing from carefusion coordination engine (cce), and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in critical override, and the issue had started 9 hours prior. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.